Manufacturer narrative:
Correction: section a: date of birth should have been (B)(6) instead of (B)(6) that was inadvertently submitted in the initial submission. Correction:: the device information should have been model: 3660 sn: (B)(4) rather than model: 3660 sn: (B)(4) that was inadvertently submitted in the initial submission. Implant date should have been (B)(6) 2018 instead of (B)(6) 2018 that was inadvertently submitted in the initial submission. Initial report should have been dr.( B)(6) rather than dr. (B)(6) at med ctr that was inadvertently submitted in the initial submission. Further information was received indicating this event was a duplicate and reported in manufacturer reference number: 1627487-2019-10310.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg would not communicate with external devices. A manufacturer representative confirmed the issue and attempted troubleshooting that resolved the issue. Therapy was re-established.